Event description:
A treatment provider reporting patient treated with coolsculpting in 2016 to the abdomen and buttocks and has experienced the abdomen doubling in size.

Manufacturer narrative:
Supplemental medwatch is being submitted to correct the g3 field which was left blank in the previously submitted medwatch.

Manufacturer narrative:
Subsequent to the submission of initial medwatch, this report has been identified as a duplicate of previously submitted medwatch report of 3007215625-2021-01313.

Event description:
Upon further review of the reported event, this report has been identified as a duplicate report.

Manufacturer narrative:
The following information is in the coolsculpting user manual: paradoxical hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Investigation is ongoing.

Event description:
A treatment provider reporting patient treated with coolsculpting in 2016 to the abdomen and buttocks and has experienced the abdomen doubling in size.